Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/04/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles on lens related to the handling of the unit out of a sterile environment. A brown particle was observed on the lens surface. No damage was observed on the lens optic or haptic. The customer's reported complaint was verified. The lens was analysed using the fourier transform infrared (ftir) spectroscopy in order to identify the particle on the lens surface. The results revealed that the foreign material is a protein based fiber, like hair/follicle, fur, wool or skin. With the information provided, the foreign material observed on the iol could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the iols are inspected for debris/ particles and fibers as well as foreign materials. As part of the process, a 100% inspection is performed to the silicone iol in the molding process and in the final cleaning process. Visual inspection is performed at 10x under microscope magnification for defects. Any defects on the lenses that do not meet the criteria specifications are rejected in the manufacturing area. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects as a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a black lint was noticed on an intraocular lens (iol) when removing the lens from the lens case. No further information was provided.